Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items were returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. The reported accolade stem was not found to be a part of any recall as inquired by the patient. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient reported right hip surgery (B)(6) 2010. Did a nuclear scan which showed a loose socket. Revision surgery took place on (B)(6) 2016. Surgeon only changed the ball not the stem as previously shown in scan. Patient in constant pain, taking medication. Patient has an appt monday, (B)(6) 2017. Inquired if implants are part of the recall.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patient reported right hip surgery (B)(6) 2010. Did a nuclear scan which showed a loose socket. Revision surgery took place on (B)(6) 2016. Surgeon only changed the ball not the stem as previously shown in scan. Patient in constant pain, taking medication. Patient has an appt monday, (B)(6) 2017. Inquired if implants are part of the recall.